Manufacturer narrative:
The returned device presented with a melted catheter sheath, which is indicative of excessive heat/current application. The melted sheath prevented proper extension and contraction of the snare. The condition of the device confirms the complaint of melted sheath. The most probable root cause of the incident is user/use error; excessive current from the generator most likely caused the sheath to melt. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a colonoscopy procedure on (B)(6), 2010. According to the complainant, while attempting to remove a polyp, the catheter sheath around the snare wire melted when cautery was applied. The complainant was able to remove the device from the scope and use a second rotatable oval snare to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a colonoscopy procedure on (B)(6), 2010. According to the complainant, while attempting to remove a polyp, the catheter sheath around the snare wire melted when cautery was applied. The complainant was able to remove the device from the scope and use a second rotatable oval snare to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.